Manufacturer narrative:
Procedural images review summary: still images of the deployed stent were provided for review. The alleged "v" in the stent was confirmed based on the images. There appeared to be a resistant point in the lesion at the point where the stent conformed to the lesion rather than there being any breaks in the stent material. An image of the post dilatation of the stent showed a taper of the post dilatation balloon at the site of the "v". It appears most likely that the appearance of the stent resulted from the high conformability of the stent to the lesion. (B)(4): evaluation, results: stent malposition, strut fracture; resistant lesion. Conclusions: resistant lesion.

Event description:
A complete se peripheral stent system, diameter 7mm, length 40mm, was used to treat a lesion in a patient. It was reported that the procedural images showed what appeared to be a "v" on the stent. It was reported that the vessel "did not have that much calcification." The lesion was pre-dilated (pressure unknown) and post-dilated to 12atm. The patient was reported to be fine post procedure and no clinical sequelae have been reported.